Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. There was no reported impact to customer's blood glucose level. Reportedly, the customer cleaned build-up from cartridge insertion area and was able to resume insulin delivery.